Manufacturer narrative:
To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states incorrect volume recorded.

Event description:
The customer states that the incorrect volume delivered is being recorded.